Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue, lack of atrioventricular synchrony and vein occlusion. It was further reported that the right atrial (ra) lead exhibited high thresholds, high and undefined bipolar impedance and a possible fracture. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.